Event description:
It was reported that, "simplex p with tobramycin used in a primary total knee, which is off label use."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.